Event description:
Was reported that the customer had high blood glucose levels of 569 mg/dl. The customer treated with the insulin pump. The customer reported a battery out limit from the insulin pump. Troubleshooting was done. A new battery cap for the insulin pump was shipped. The customer also reported cracks and scratches on the case and display of the insulin pump due to wear and tear. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents. No unexpected battery out limit alarm was noted. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.